Manufacturer narrative:
Medical record review: the patient with spontaneous pulmonary emboli with a history of recurrent pulmonary embolism treated with anticoagulation medication had placement of a vena cava filter. The femoral vein was accessed and the filter was deployed with a medial tilt. A completion venogram showed the filter in good position. The patient tolerated the procedure satisfactorily. At some time post filter deployment, the patient was noted to have recurrent pulmonary embolus in spite of a vena cava filter. Approximately five months post filter deployment, the patient presented for a filter removal procedure. Several loop snares were used in attempt to grasp the hook of the filter was not able to engage the filter hook. An attempt was made to deflect the filter tip from the caval wall by inflating a balloon through the femoral approach but were unsuccessful. A repeat attempt was made to loop snare from the jugular approach but was unsuccessful. A tip deflecting wire was then wrapped around the filter trip an attempt the free the filter from the caval wall but was unsuccessful. At this point, it was elected to leave the existing filter and place a permanent filter(other manufacturer). An inferior venacavogram showed a small amount of thrombus or intima in the tip of the existing filter and no tilted of the newly placed permanent filter. In addition, the tip of the filter and some of the struts of the infrarenal filter appeared to be extraluminal. Approximately four days later, tiny pulmonary embolus was seen in the right lower lobe on a CT scan performed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/ pulmonary embolism. Some time post filter deployment, it was alleged that the filter tilted extending outside of the caval wall and was unable to be retrieved after an attempted but unsuccessful percutaneous removal procedure. If was further reported the patient is experiencing recurring pulmonary embolus. The current patient status is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/ pulmonary embolism. Some time post filter deployment, it was alleged that the filter tilted, extended outside of the caval wall and was unable to be retrieved after an attempted but unsuccessful percutaneous removal procedure. It was further reported, that the patient experienced recurrent pulmonary embolus. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The patient had an optional inferior vena cava filter placement with recurrent pulmonary embolism both pre and post filter deployment with the filter found to be tilted post filter deployment. The filter could not be removed at that time due to the fact that the filter apex was imbedded in the left caval wall.at some point post filter deployment, the patient was presented with right abdominal /flank pain, nausea/ vomiting chills and had undergone an interventional radiology evaluation. Computed tomography urogram was also performed which revealed that at least 2 of the struts of the infrarenal filter extend through the vessel wall and abut the right ureter with extension into the right ureteral wall/lumen and additional suprarenal inferior vena cava filter was also present. The patient was found to have urinary tract infection with migration of filter with concern it was abutting the right ureter. The filter was attempted for removal but was unsuccessful and with given possible risk of caval rupture or embolization of filter struts, procedure was terminated. Three days later the inferior vena cava filter was again attempted for retrieval for the patient with the findings of this procedure stating patent tilted optional infrarenal inferior vena cava filter with apex in left wall. Several legs also extended above the apex of the filter and fewer legs through right caval wall. Around two days later x-ray of abdomen anteroposterior and chest 2 views was performed for the patient to evaluate the placement of filter, which showed no change in the position of the filter with its tip at the level of t12 on the right and no metallic foreign body in the chest. Based on the provided medical records the investigation can be confirmed for a tilted filter, retrieval difficulties and perforation of interior vena cava. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Per the medical records, the filter could have been difficult to remove due to it being deployed with a medial tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, g3 h11: g1, h6(device, method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. The filter was deployed with a medial tilt. Post filter deployment, the patient noted to have recurring pulmonary embolisms. Approximately five months post filter deployment, multiple unsuccessful attempts at removing the filter were made with various devices and methods. It was decided to leave the filter and place a permanent filter (other manufacturer). The tip of the filter and some of the struts of the infrarenal filter appeared to be extraluminal. However, as no follow up imaging indicated any of the struts or tip were extraluminal and it was noted within the medical records that they "appeared" to be extraluminal, therefore, perforation cannot be confirmed. Based on the provided medical records the investigation can be confirmed for a tilted filter and retrieval difficulties. However it was confirmed that the patient experienced pulmonary embolism, but the relationship between the filter and pe has not been established in the provided medical records. The origin of the pe is unknown at this time. Per the medical records, the filter could have been difficult to remove due to it being deployed with a medial tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter malposition. Filter tilt. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Some time post filter deployment, it was alleged that the filter tilted, extended outside of the caval wall and was unable to be retrieved after an attempted but unsuccessful percutaneous removal procedure. It was further reported, that the patient experienced recurrent pulmonary embolus. The current patient status is unknown.